Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin injection (1 gram as a loading dose and then five days later, a 1 gram dose given every day at night with the night exchange, intraperitoneally, duration not reported), ceftazidime injection (1 gram as a loading dose and then five days later, a 1 gram dose given every day at night with the night exchange, intraperitoneally, duration not reported), and amikacin injection (125 milligrams as a loading dose and then five days later, a 125 milligram dose given every day at night with the night exchange, intraperitoneally, duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported during follow that the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.